Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic sleeve gastrectomy procedure, while on the thirds staple, the customer noticed that the device was not able to fire. A new device was opened in order to complete the case. There was blood loss of more than 500cc due to the problem. No medical or surgical intervention was required. No injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.